Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap contact however, the insulin pump was tested with a good battery cap and passed all functional testing including displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No blank display during our testing. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, broken belt clip slot and cracked battery tube treads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that the insulin pump would still go to blank display after receiving a replacement battery cap. The customer's blood glucose was 118 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.